Event description:
Device 2 of 2. Reference MFR report: #1627487-2013-21133.

Manufacturer narrative:
Results: the ipg successfully communicated with a test standard patient programmer. Auto test results failed the test. The ipg was x-rayed and feed through wires were found broken on channel 1, 9, 15 and 16. A complete auto test was not possible because of the broken feed through wires. This damage is consistent with overstress the ipg was subjected to while explanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.